Manufacturer narrative:
(B)(4). Date sent: 06/06/2019. Additional information received: patient initials: (B)(6). Patient date of birth: (B)(6) 1943. Patient bmi or weight: 49.6 kg. Patient gender: female. Date of implant: (B)(6) 2018. Date of explant: (B)(6) 2019. Device size: 14 bead ¿ clasp. Device lot # 17506. Tests performed pre-implant: barium swallow, ph, egd. Results: egd/bravo: (B)(6) 2017- 2 cm hiatal hernia, bile fluid present in bulb. Demeester scores: total 19.3/day 1 =11.4/day 2=30.9. Veg:(B)(6) 2017: small hiatal hernia; esophageal peristalsis is normal was mesh used at the time of implant? No. What was the reason for removal of the linx device? Ongoing dysphagia how severe was the dysphagia? Severe. Was the device found in the correct position/geometry at the time or removal? Yes was a replacement linx device used? No. Additional diagnostic testing or intervention performed prior to removal. Egd/dilation- (B)(6) 2018: dilation to 20 mm. Esophagram: (B)(6) 2018: linx in place; negative esophagram. Oral steroids. The patient will be keeping the device therefore the device will not be returned to torax. The DHR for lot 17506 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: is a lot or serial number available? No. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Moderate. Did the dysphagia improve after the device was implanted initially? No. Were there any intra-operative complications during implant? No . Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient decided she did not want to continue with linx. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient had a linx implant procedure performed in (B)(6) of 2018, due to a reflux control issue. On (B)(6) 2019, the patient returned to the same doctor, complaining of dysphagia. The patient was dissatisfied with the linx device, stating it was troublesome to manage and wanted to have the device removed. The device was removed with no complications.